Event description:
It is reported that the handle broke while impacting the liner.

Manufacturer narrative:
Evaluation summary: as returned, the handle has fractured in multiple locations. Aside from the fractures, the handle (and the remaining portion of the device) exhibits damage indicative of normal wear and tear brought on by extensive use in the field. This damage, as well as the potential field age of over 12 years, indicates that normal wear and tear brought on by extensive use and numerous sterilization cycles is the cause of this incident. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.